Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the rubber was missing entirely from the keypad and the metal underneath the keypad was exposed. The reporter stated the keypad buttons had to be pressed multiple times to get the pump to respond. The reporter denied any trauma or moisture to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.